Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to use a hawkone atherectomy device for treatment of a calcified lesion in the superficial femoral artery. The artery was 5mm in diameter. A 7fr non-medtronic sheath and 5mm spider were used. The vessel was post dilated. No resistance was felt during advancement. It was reported that the device was overpacked and the filter had become full. Packing windows became unraveled in areas. When the procedure was completed, the physician attempted to retrieve filter with balloon but filter would not collapse. Filter was pulled out with device into the 7 fr sheath all as one unit. Upon quick inspection, where cutter and tip meet, the device has metal bits unraveled (occurred on part of the device housing). The cutter was damaged. Also, the 7 fr sheath had kinked.none of the components detached. The flush port on the catheter handle was not damaged. No patient injury was reported.